Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient had right sided deficits post procedure. Two days post procedure, at discharge, the patient hardly had any residual weakness.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04426. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a pre-existing atrial septal closure device, so the transseptal crossing was challenging. The physician had to cross the septum three separate times before they were able to insert a watchman access system. Heparin was administered post crossing, and soon thereafter, the activated clotting time (act) analysis was completed and found to be 148 seconds. An additional dose of heparin was administered, after which they continued the procedure. They observed thrombus during the aspiration of the access system while inserting the 24mm watchman ® laa closure device & delivery system. Additional aspiration was performed and they continued the procedure when no more thrombus was observed. The physician deployed the closure device and they felt that the position of the device needed to be improved, so they performed a partial recapture and redeployed the device. After evaluating the device, it was released. A subsequent act was performed and found the be over 250 seconds. Novel oral anticoagulant (noac) medication was prescribed for the patient. The day after the procedure, a magnetic resonance imaging (MRI) was performed and revealed an embolic stroke. Transesophageal echocardiogram (tee) was performed and no thrombus was noted. There was no change in the seal of the device. The patient suffered nominal deficits and was improving when he went home two days post implant procedure.